Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of all the indicator lights blinking on the front panel could not be identified. However, it¿s likely the cause is related to a faulty scope socket sensor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical support provided troubleshooting assistance via the phone and the reported problems were resolved. Upon connecting a scope to the light source, the user was able to reset the lamp meter and the indicator lights no longer blinked. The customer was advised to return the device to olympus for repair due to all indicator lights blinking as the problem is suggestive of sticking of the scope detection switch. The device has not been returned for evaluation and no response has been received from customer. If the device is made available, the device will be investigated and a supplemental report will be submitted.

Event description:
The customer reported to olympus medical that the evis exera iii xenon light source lamp meter could not be re-set. Upon troubleshooting the issue with olympus technical support, it was determined that all device indicator lights were blinking. This report is submitted due to the report of all device indicator lights blinking. Olympus medical has requested additional event and patient information with no response received at this time.